Event description:
It was reported that a small volume intermate had a black mark on the filter. The device was filled with an unspecified amount of flucloxacillin. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from january 7, 2015 ¿ january 8, 2015. The device was received for evaluation. Visual inspection was performed and identified a black mark on the filter of the device. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.